Manufacturer narrative:
Device evaluation results: one cadd solis vip pump was returned for investigation in used condition. A review of the event history log evidenced the following: "(B)(6) 2020 12:28:10 pm info alarm: cassette locked (B)(6) 2020 12:28:10 pm high alarm displayed: cassette locked but not latched" the reported "locked not latched" problem was not reproduced during testing. Several cycles of attaching and detaching did not replicate the user's problem. The cause of the user problem was unknown. A root cause was not established. The latch/lock sensor was replaced as a preventative measure.

Event description:
It was reported that the cadd solis vip pump was constantly alarming with a message indicating that the cassette did not lock. The product problem was observed during testing. There was no patient involvement.